Event description:
It was reported that (1) device was used during a total laparoscopic colectomy. It was reported by the affiliate that the tsb45 instrument staples did not form but the device cut the tissue(rectum). The case was converted into an open procedure.